Event description:
It was reported during on-site manufacturer visit customer biomed reported that recently have encountered an increase in the number of pressure sensor failures. Customer biomed attributed it to the age of the devices being used. There was patient involvement but no harm. No devices will be sent for evaluation. Although requested no additional information was available.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.